Event description:
It was reported that after eating a usual breakfast and announcing the meal, the user engaged in physically active work and experienced a low blood glucose of 59 mg/dl, treated with oral glucose, after which glucose returned to range; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia with feelings of being hot and flushed. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device issue or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial